Event description:
Facility reported to (B)(4) service and repair: during surgery the drill / burr attachments for shafts malfunctioned, (05.001.123), was loose collar on the inside, and the burr attachment for pen drive,(05.001.045), locked up.. Event cause a 20 minute delay, no harm to patient. This complaint is on the drill/burr attachment for shafts. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Exact date product returned is unknown. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the device was evaluated and the complaint was substantiated. It fails the extraction test. It was also discovered that the tension sleeve will not hold test gauge, and collet coupling is damaged. This is most likely due to usage wear over time.